Event description:
It was reported by a sales company representative that during the beginning of a procedure with a pt was on the table on (B)(6) 2011 error message codes 233 and 202.11 were received from the laser system. Per the company representative, the laser system was shut off/on and still the same error message codes were received. The procedure was aborted. No pt injury was reported.